Event description:
The recipient suddenly stopped hearing with the device. Sometimes her hearing returns for a couple of hours but not clear or she hears noise then it stops again. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause, device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient suddenly stopped hearing with the device. Sometimes her hearing returns for a couple of hours but not clear or she hears noise then it stops again. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
The recipient suddenly stopped hearing with the device. Sometimes her hearing returns for a couple of hours but it is not clear or she hears a noise then it stops again. The recipient has been re-implanted.

Event description:
The recipient suddenly stopped hearing with the device. Sometimes her hearing returns for a couple of hours but not clear or she hears noise then it stops again. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.